Manufacturer narrative:
Device alarm logs show that the users acknowledged the alarms at the central station approximately 2 minutes after it sounded. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt death occurred and that the staff was unsure if alarms sounded at the central station monitor.